Event description:
It was reported a hakim valve (ID unknown) was implanted in (B)(6) 2024 to stop having cerebrospinal fluid (csf) leaks. The shunt was working; however; they had to reset it after an MRI. On two separate occasions, the physician's assistant attempted to reset the shunt, but it failed. When the shunt was out of proper setting, the patient experienced pain in the head, neck, and back. On (B)(6) 2026, the shunt was set at 200 prior to a brain MRI, and the shunt was at 30 after the MRI.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.